Event description:
(B)(4). Since being inserted in (B)(6) 2016 I have been feeling an array of issues. I work nights for one so I need to be alert at my workplace. I noticed I was feeling very sleepy the week of (B)(6) 2016. My eyes were heavy hard to keep them open kept trying to catch myself. Then I noticed a lot of sharp pain in my sides a week or so later. Next came the extended protruding belly,one sided teeth pain,tender breasts are a few of my complaints. Went to my ob about a week ago and she wanted me to see a gastoroentorologist,an ultrasound and even a catscan done along with some bloodwork. I'm trying to just deal with one doctor a doctor that will seek the issues but also undergo removal. I have seasonal allergies and allergic to penicillin.